Event description:
The customer stated that he had changed out two hmod3000 due to clotting within 13 hours of application. According to the customer this is not usual behavior for how they use the hmod30000. The customer stated all coagulation parameters were within normal practice, viz. Act, ptt, antixa, platelet count. Neither sepsis, dic nor hit were diagnosed. The medications being used concurrently were epinephrine, heparin, milrinone. After the initial two complaints were reported, the customer reported three additional complaints. This is complaint 1 of 5. (B)(4).